Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Return of the voyager nc catheter used in the procedure may have aided in the investigation. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The patient anatomy was mildly calcified, which likely contributed to the reported rupture. It is possible that the balloon material was damaged (scratched) during interactions with other devices, or the patient anatomy, such that the balloon ruptured upon the first inflation at 12-6atm which is below the rated burst pressure (rbp) of 18 atmosphere. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. Without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. All balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp).

Event description:
It was reported that during a procedure of a mildly tortuous and calcified, 90% stenosed, de novo lesion of the right coronary artery, a non-abbott guide wire was placed and predilatation was performed with the 3.0 x 15 mm voyager nc. During the first inflation, the balloon ruptured at 16 atmosphere. A second 3.0 x15 mm voyager nc was used to complete the procedure. There was no reported patient effect. Though requested, no additional information was provided.